Event description:
A discordant low total bilirubin (tbil_2) result was obtained with a neonatal sample on an advia 1800 chemistry analyzer. The discordant result was released to the physician, who questioned the low tbil_2 result due to the patient's clinical picture. The sample was retested on an advia 1650 and the result was higher. The corrected result was reported out. The qs results were within range on the day the sample was tested. There was no known report of patient care being altered or prescribed due to the discordant low tbil_2 result. There was no known report of harm to the patient due to the discordant low tbil_2 result.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the sample reagent wash pump (srwp) and the 14mm l-ring. The fse also ran qc material and performed a precision test. The qc results were within range, and the precision test cv result was acceptable. The fse concluded that the cause of the discordant low total bilirubin (tbil_2) result is unknown. No conclusions can be drawn as to what specifically caused the discordant low tbil_2 result. The instrument is performing according to specifications. No further evaluation of the instrument is required.